Manufacturer narrative:
Carefusion file identificaiton: (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion alarms intermittently while using the avea ventilator, then reported the alarms to be constant. The issue occurred during patient use. The customer provided the suspect device was on a baby. The customer reported weaning the baby at the time, per medical intervention when they took the suspect device off, the baby was stable to put on a nasal cannula. The customer reported the complaint-related device had been sent for evaluation and the return process initiated. At this time, there are no known reports of patient consequence or allegation or patient harm associated with this event.